Event description:
The pt was admitted to emergency room in acute heart failure and ventrivular fibrillation requiring defibrillation. She was transferred to another hosp where upon reoperation pannus was noted at the minor orifice inflow side. It prevented the disc from complete closure. The valve was replaced along with the native mitral valve. The valve was returned for analysis.